Event description:
Alleged the head section is not lowering completely.

Manufacturer narrative:
The technician found the contour release cable was not aligned properly. The technician aligned the cable to repair the stretcher.